Event description:
A patient who received a simmetry implant on (B)(6) 2015 returned to clinic complaining of posterior thigh and calf pain. CT's were taken and per the surgeon, it looked as though the 12.5mm x 40mm implant may have approached the edge of the foramen. The patient was admitted to the hospital for buttock and posterior calf pain upon weight bearing on (B)(6) 2015 and underwent a revision procedure where the 12.5mm x 40mm implant was "backed out" from it's original position. The patient was discharged (B)(6) 2015.